Manufacturer narrative:
Submit date: 11/3/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a med-prep cannula. The customer states when the medication completed, the nurse attempted to remove medication syringe to flush the syringe broke off into the medication tubing rendering it unusable. New tubing had to be attached with a new syringe, potentially leaving medication in the tubing. The tubing was saved but the syringe. No packaging was saved. The staff on this floor acknowledged that this is not an isolated incident. The antibiotic was either ampicillin or claforan but the reporting nurse was not sure. The original procedure was to give antibiotic and then flush line and start second antibiotic. The medication tubing involved was a minibore extension set from hospira. Lot number is unknown. There was minimal issue to the patient. Only a delay in medication administration as a new set had to be prepared.